Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: none. Analysis and results: the novosyn reference involved in this case is not known. 57 different references of novosyn and novosyn quick have been distributed to the customer in the last 12 months. As no reference is available the batch manufacturing records could not be checked. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Device not returned.

Event description:
Country of complaint: france it is reported that the thread is not smooth and hangs when passing through the tissues. In addition, it was observed the formation of knots on itself during suture, making the thread unusable.